Event description:
Info received indicates the pump did not infuse the correct amount. It appears that the pump sensor does not detect air in the line.

Manufacturer narrative:
The pump was not returned for eval.